Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implant was working for their bladder control but they had started to notice the implant was making noise and they could hear a ticking noise coming from the implant. The patient stated their daughter could even hear the ticking. The patient stated they walked a little bit the day prior to the call and their leg was ticking ¿when it had no business ticking.¿ the patient was going to call back with their daughter so the daughter could assist them in troubleshooting/turning the device off. The patient asked if the health care physician (hcp) would have to cut them open to check out the ticking if it didn¿t go away with the device off. The patient stated their therapy was on p2 at 1.3v. Later in the day additional information was received from the patient. They stated their daughter was not there yet and they had called the hcp and was waiting on a call back. Additional information received 2018-06-01. Patient has an appointment on 2018-06-11 with their health care provide and mdt rep. Additional in formation received on (B)(6) 2018 via patient reported the device was "doing a lot of ticking". Patient stated it was not uncomfortable but it was annoying. Patient stated the implant was making a ticking sound but did not hear this ticking noise during the evaluation and didn't hear prior to having the device implanted. Patient stated she has had multiple people come over and they agreed the ticking was coming from the device and thinks she might have gotten a bad device. Patient stated the device was doing good and she was feeling vibrating in her vagina and was vibrating on monday then "suddenly" stopped. Patient tried different settings, lower and higher settings. The patient was redirected to healthcare provider to have the device checked. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis # (B)(4); analysis information -- 2019-01-22 12:45:00 cst pli# 10 product ID# 3058, below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who said the patient heard a clicking/ticking sound from their device. "Caller reports she received, patient is scheduled fora replacement now." It was reviewed that the implantable neurostimulator (ins) needs to be sent back for analysis; mailer kit information was reviewed. Rep noted that the ins stopped "vibrating" in 2018; around (B)(6). They also said the device started making a ticking sound on 2018 (B)(6). Rep called back saying the device was explanted on the date of the report and the healthcare provider's (hcp) office will keep the ins for two weeks per their policy. Rep indicated the ins will be returned following that time period. Four days later, patient called in saying their ins was replaced because it was "clicking." The patient said they had 13-14 people hear the first ins click including the rep. The patient noted they turned their first ins off, but they still heard the clicking; they said their rep heard the clicking and said it sounded like a clock. During the evaluation, patient said there was no clicking sound and it worked for them. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were told the battery was changed and did not realize they meant the stimulator was changed. It was noted that the doctor could not tell that the device was clicking due to the sound of rain during the procedure. The patient did inquire about possible adverse events with the device. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. No new information.